Event description:
The tech reported the brakes at the foot end of the bed are not holding. The bed was located in the hill-rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the brake/neutral mechanism inside the brake casters on both sides at the head end of the bed were broken. The tech replaced the brake casters to resolve the issue based on this info, no further action is required.